Manufacturer narrative:
Approximate age of device - 2 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2017. It was reported that on (B)(6) 2018, the patient underwent a pump exchange due to suspected pump thrombosis. The patient's lactate dehydrogenase (ldh) levels elevated to 1700 u/l. Pump reportedly functioned well. It was also reported that the patient needed a ao valve replacement due to severe aoi, the pump was retained by the hospital. No further information was provided.

Manufacturer narrative:
The device was retained by the hospital and was not available for evaluation. A potential cause for the reported elevation in lactate dehydrogenase (ldh) and the report of suspected thrombus can be confirmed based on the evaluation of the submitted photos. The photos, which were taken after the reported pump exchange, revealed a thrombus formation around the inlet bearing. An additional thrombus appeared in the outlet stator. The thrombi could have contributed to the reported increase in ldh; however, the cause of the thrombi could not be conclusively determined. Device thrombosis and hemolysis are listed in the instructions for use (IFU) as potential adverse events that may be associated with the use of heartmate ii left ventricular assist system. This IFU and provides details regarding the recommended anticoagulation therapy and inr range. A review of the device history records found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.